Manufacturer narrative:
The pump has not been rec'd. Should the pump be rec'd for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available. A 2-year review of the product reporting database reveals no other reports, similar in nature, on the reported serial number.

Event description:
The facility reported a fail code 570. Information was not provided regarding whether or not the failure occurred during an infusion. Although, baxter attempted to obtain info, details were not available regarding additional contact info, pt demographics, medication involved, or pump programming. The hosp representative did not have info regarding whether there have been any reports of any patient incident involving this pump since the last baxter service event.